Event description:
Medtronic received information that during use of this oxygenator, large delta p's (high trans-membrane pressures) were experienced. This was resolved with warming and hemodilution with no adverse patient effects. The device was discarded.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.